Event description:
Kyphoplasty with installation of norian xr for compression fractures of t9,t10 and t11. On injeciton of the vertebral bodies the pt lost blood pressure while just completing those injections and the heart arrested. Resuscitation was unsuccessful.